Event description:
During routine follow up, high impedance and open continuity were observed upon device interrogation. During the re-intervention, the lead characteristics were satisfactory; therefore, the ICD device was explanted; it should be noted that the ICD connector header got detached during the procedure.

Manufacturer narrative:
October 12, 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.